Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info rec'd by MFR who has not conclusively determined the cause of the adverse event. This MDR, is therefore, not intended to and shall not constitute an admission that a reportable event occurred or that products were causally related to the incident. Dr was performing a cystoscopy when a piece of the instrument came off. It was a 2 mm (approx) hinge piece from the distal end; dr did not retrieve it at that time but confirmed its presence via x-ray after the procedure. He completed procedure; there was no adverse effect on pt and pt condition post-op was good. Dr is waiting to x-ray the pt again as he believes it is small enough piece that pt will pass it; instrument was in bladder when piece came off.